Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. Upon inflation, it was noted that the balloon burst at 9atm for 10 seconds. The device was removed. No patient complication reported. It was further reported that the procedure was completed with a different device. The device was removed without any problem.

Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. Upon inflation, it was noted that the balloon burst at 9atm for 10 seconds. The device was removed. No patient complication reported.